Event description:
It was reported that the patient experienced deteriorating battery life that required frequent charging. The pump eventually malfunctioned, necessitating the patient to use alternative forms of management. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting and sought other methods for diabetes management.